Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds shortly after it was first implanted. Fluoroscopy revealed the lead had perforated the heart wall. The patient was scheduled for lead revision; however, the surgery was cancelled and the patient was transferred to a different facility for further treatment. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct field of type of reportable event and adverse event/product problem.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds shortly after it was first implanted. Fluoroscopy revealed the lead had perforated the heart wall. The patient was scheduled for lead revision; however, the surgery was cancelled and the patient was transferred to a different facility for further treatment. Device was explanted. No additional adverse patient effects were reported.